Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed noise resulting in an inappropriate shock. Troubleshooting was performed and the device was reprogrammed from the primary to the alternative sensing vector. The patient reported anxiety following this. The device remains implanted and the patient will be monitored. New information received indicates that the device delivered three additional inappropriate shocks. The physician elected to explant the entire s-ICD system. No replacement system was implanted. The patient tolerated the explant procedure well.